Event description:
This report summarizes one malfunction event. A review of the event indicated that model unknown g2x filter system experienced detachment of device. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The female patient age and weight were not provided.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a lot history review was not performed. The sample was not returned to the manufacturer for evaluation; however, medical records were provided for review. The investigation is inconclusive for filter limb detachment. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H10: g3 . H11: b5, g1, h6(conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device has not been returned for evaluation; therefore, the investigation is inconclusive for the above listed failures as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model unknown g2x filter system experienced detachment of device. Of this event, the device was used on the patient but there was no reported injury. The patient¿s age, sex, and weight were not provided. The unknown g2x filter system was not returned, limiting investigation. Also, the lot number was not provided, preventing a device history record review.